Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to displacement of ipg in the pocket. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg was re-sutured into pocket.

Manufacturer narrative:
The reportable aware date for MFR. Report#: 1627487-2018-04798 should be (B)(6) 2018 and not (B)(6) 2018 as previously reported.